Event description:
During test the device would not turn on.

Manufacturer narrative:
A follow-up report will be submitted after welch allyn's engineering department has finished the evaluation of the device.